Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported two patients had suction loss during the bed cut laser ablation. The pt interfaces were replaced and the procedures were completed with the same flap thickness and there was no patient injury in both cases. There are two medical device reports associated with this event. This report is for the first patient.